Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and pressurized. Negative pressure was applied and the balloon failed to fully deflate in the required timeframe. The reported deflation difficulty was confirmed. A review of the lot history record revealed no nonconformities within the lot that would have contributed to this complaint. Abbott conducted an in-depth root cause analysis and found the difficulty to deflate to be potentially related to manufacturing. This appears to be an isolated issue, as there is no evidence to indicate that a wider population of product has potentially been impacted. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tight stenosed lesion in the distal superficial femoral artery. A 5 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was chosen for the procedure. Some resistance was felt during advancement of the armada 35 pta to the lesion due to the tight stenosis. Once inflated and after several attempts to deflate, the balloon would only partially deflate over time. The armada 35 pta was removed from the anatomy through the introducer sheath with difficulty. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.